Manufacturer narrative:
The calibration performed on 22-feb-2023 showed signal counts for calibrator 2 were ~15% below expectations. The qc results were within the specified ranges. The calibration and qc data do not point to a general reagent or instrument problem. The centrifugation time was 3 minutes at 10000 rpm. The centrifuge is a hettich universal 320, rotor 1615; 10000 rpm ~ 11000 x g. The recommended g force for the tube used is 4000 x g for barrier tubes, 1300 x g for li-heparin tubes and 3000 x g for pst ii tubes. The use of a swing bucket rotor is recommended. The alarm trace from on (B)(6) 2023 from 1:00 am until 2:55 pm did not indicate any issues. The measuring cell was reported to have ~ 130000 measurements at the time of the event and was replaced immediately. According to the service manual, *2) exchange the measuring cell every one year or after measuring 100000 tests/ channel whichever comes first." The picture of the sample did not indicate any issues. Based on the data provided, the cause of the event could not be determined. The investigation did not identify a product problem.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys troponin t hs assay on a cobas e 801 analytical unit, serial number (B)(4). The sample initially resulted in a troponin t hs value of 135 ng/ml. The result was reported outside of the laboratory and questioned by the physician. After one hour, a second sample of the patient resulted in a troponin t hs value of <3 ng/ml, accompanied by a data flag. The initial sample was then repeated, resulting in a troponin t hs value of <3 ng/ml, accompanied by a data flag.